Event description:
It was reported that this lead was explanted due to it was fractured. In order to gain access to the heart it was necessary to extract the rest of the leads to get wires into the heart. New leads were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined that all conductors were fractured with a bend in the outer insulation and inner insulation torn approx. 610 mm from the tip end, based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Event description:
It was reported that this lead was explanted due to it was fractured. In order to gain access to the heart it was necessary to extract the rest of the leads to get wires into the heart. New leads were successfully implanted. No additional adverse patient effects were reported.